Event description:
During a ptca procedure, the balloon lost pressure and a dissection occurred. When tested outside of the body, the balloon would inflate but not hold pressure. The dissection was repaired with 2 stents. Pt status is listed as "ok".